Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during implant procedure with a drop in r-wave amplitude on the right ventricular lead. Upon fluoroscopy, it was noted that the right ventricular lead had perforated. Patient received a chest tube after blood pressure dropped, and once it was stabilized the case was continued. The perforated lead was removed and a new lead was placed. The patient was stable.